Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tl and was jammed in the injector while advancing. The lens was not implanted and there was no patient contact or injury.